Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during placement of a right spinal shunt (rss) prior to neurosurgery, patient was in general anesthesia in the right lateral decubitus position. After establishing a sterile field, a guided needle from the rss placement kit is inserted, and upon insertion of the needle and removal of the guide wire, clear cerebrospinal fluid was observed leaking out. After flushing the spinal catheter with saline solution (both internally and externally), the guide wire was inserted into the spinal catheter, which is then introduced into the subdural space through the spinal needle. After first removing the needle and then the guidewire, it is noted that there is no cerebrospinal fluid leakage from the dse, so it was removed, and it was observed that it is severed. Given the presence of catheter residue identified by radiological examinations, it was decided to remove it. Additional information received: did the medical team perform additional actions to remove catheter residue? Answer : yes, they have to proceed with a laminectomy to remove the part of the catheter that remained in site. How is the patient after the dysfunction? Answer : they solved the issue was the catheter primed prior to use? If yes, what was used to prime the catheter? Answer : catheter was primed as indicated in ifus and by our sales team was the tuohy needle remove prior to removing the guidewire? Answer : / was the guidewire wrapped around hands or fingers (to get a better hold or grip of the wire) when retrieving it? Answer : / could you please ask to the customer if the involved device is available for analysis? Answer : the item has to remain at a customer site considering they have opened a mh complaint and for the law it could be investigated by the mh in the next 6 months for the italian law.